Event description:
It was reported that an impella 5.5 pump was implanted support a patient who was awaiting transplant. During support the access site developed a hematoma which was washed out and sutured. The access site bleeding also prompted the team to stop the systemic heparin. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.